Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18339677. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17925245/17942004.

Event description:
It was reported that one of the patients lead migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned.